Manufacturer narrative:
Two opened and or used enlite sensors were inspected, found one of the two sensors had a bent cannula inside the sensor base. It is unknown if customer received sensor in said conditions as customer returned the device used and or open.

Event description:
It was reported the customer had a past low blood glucose event. Customer stated their blood glucose was 42 mg/dl. The customer's blood glucose was 311 mg/dl at the time of the call. Customer also reported their transmitter was not blinking when connected to their sensor. Troubleshooting found a bent cannula upon removal of the customer's sensor. Customer's sensor and serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.